Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level went up to 456 mg/dl. The customer bolused using the insulin pump to treat her high blood glucose level. The device was not returned.